Event description:
It started with pain right after placement that has never went away. Sharp stabbing pain in both sides of my pelvic area. Painful sex, hives, headaches, heavy periods with large blood clots as well as on going back pain. (B)(4).